Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump time setting was incorrect after it was set by the patient¿s hcp office, am instead of pm. The incorrect time setting would have contributed to the patient receiving incorrect basal rates at incorrect times. On (B)(6) 2013 at 2:00 am the patient experienced the symptom of unconsciousness and his blood glucose level was 27 mg/dl. The patient¿s wife contacted emergency services. The patient was treated intravenously and was released from the emergency room with a blood glucose level of 298 mg/dl. Troubleshooting revealed all other pump settings and programming were correct. The issue was resolved with troubleshooting and patient education. The patient¿s testing technique was incorrect by not confirming the pump¿s date/time setting were correct. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the pump issue occurred and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No time/date issue was found in the black box. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range, and accurately. The pump maintained time/date with 3 seconds during a five day duration test. The pump was left without power for one hour and the pump was powered back on and had returned to the default date/time. The time test was started but not completed due to a bt1 failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.